Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during an implantation procedure, it was noted that the lv lead could not be inserted/ deployed. The lead was replaced. The patient is in stable condition.